Manufacturer narrative:
Sample collection and preparation information was not supplied. Customer did not provide qc or system check data. The customer also did not provide any information indicating instrument malfunction. Customer has implemented a rerun protocol for all initial accutni results which are considered unexpected. Service was not dispatched, as customer is not questioning instrument performance. No clear root cause has been determined to date for this event.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. An unknown number of erroneous results were reported outside the laboratory. Customer was unable to provide the exact results or dates of events. The customer did not report any injury, death, or affect to the patient or user attributed to this event.